Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse in the USA of patient made mistake/ touch contamination and peritonitis with (B)(6) epidermidis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies for peritoneal dialysis (pd). On an unreported date, the patient made mistake/ touch contamination which caused peritonitis on (B)(6) 2011. On (B)(6) 2011, the patient was hospitalized for peritonitis. Treatment was not reported. On (B)(6) 2011, the patient was discharged from the hospital. On an unreported date, the patient had recovered from peritonitis. Outcome of patient made mistake/ touch contamination was not reported. Dianeal therapy was ongoing. Per the nurse, peritonitis with culture positive for staphylococcus epidermidis was not related to dianeal therapy. Causality for the patient made mistake/ touch contamination was not provided.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 4 of 5 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number: h11i15097, h11i15097, and h11h05033 with no defects noted during the manufacture of these lots related to the reported condition. The complaint was confirmed. The cause of the use error which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error in this complaint.